Event description:
It was reported that the right ventricular (rv) lead's thresholds and impedance both rose dramatically to high and triggered an alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.